Manufacturer narrative:
E1. Initial reporter additional phone number: (B)(6). D4, g4: model number is not sold in the us but similar device is sold under model 140019290. This product was used for the product code, and 501k. Investigation summary: one (1) photo was provided by the customer for evaluation, unable to confirm the complaint from the photograph provided. As received, there are several areas in the tubing set where the tubing is narrowed/occluded on all five (5) returned samples. Five (5) returned sets were primed per instructions, during priming. Occlusion alarm at startup. Confirmed customer complaint of occlusion/obstruction alarm, probable cause in a defect in the tubing used on the plum set. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a primary plum set, 15 micron filter in sight chamber, prepierced y-site, secure lock, 272 cm, that experienced no flow during use. The following issue was reported by the customer: ¿infusion set for plum a pump with crushing zones along the cannula. The pump sounds due to "obstruction" and the patient is forced to change infusion set frequently¿. There was patient involvement and unknown adverse event / human harm. The complaint was reporter to the ministry of health. Progressive registration number of the device at the ministry of health is 457403/r. Cnd number is (B)(4). Update: ¿I confirm that the event was observed by our patient and by the territorial nurse. There was no adverse event / human harm, no death and no need for medical intervention. I confirm that the change of the infusion set has led to a delay in the administration of therapy and parenteral nutrition. I confirm the event date 28 february 2025. The issue occurred during the infusion. Total parenteral nutrition was infused. The set was replaced, and the total parenteral nutrition bag was reused. The set up was: plum a plus pump, infusion set, smofkabiven 1000ml nutrition bag. The faulty devices found were 80% of the box. I confirm that all faulty devices have the same problem. There are 50 faulty devices available for investigation. The pump used was plum a, serial number (B)(6). The pump reported obstruction, the set was changed, the pump was also changed but the problem persisted.¿